Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the generator migrated following a fall. It was noted to not have been painful, and that the wound opened slightly and was treated with (B)(6) topical skin adhesive. On (B)(6) 2015, the wound was clean, dry, and intact, and on (B)(6) 2015, an x-ray was performed to confirm the leads did not migrate following the fall; the x-ray revealed the leads did not migrate. It was noted that the event was related to the device or therapy and not related to the implant procedure. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2015. No further complications were reported/anticipated.